Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device eroded through the incision line and that there was a pocket infection. It was further reported the patient had been treated with oral antibiotics for the last year due to a device infection. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.